Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 1.2 not detected on bus and shown read, write, or invalid cubie memory. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of main 1.1 device not detected on bus & main 1.2 read, write, or invalid cubie memory was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4), the fse reseated the row board cables and ribbon cables on both drawers and replaced both retractor bands. The fse logged into hardware test application and ran final test on both drawers. Drawers and cubie pockets were functioning properly. During dchu visual inspection: p/n: 353844-01: both were received with a short between adjacent copper strands. During dchu testing: p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands on both retractor bands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a failed drawer that cannot be recovered was due to a short between adjacent copper strands of the assy retractor dwr hh cubie¿ (p/n: 353844-01) which lead to the observed thermal damage.